Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on/about (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products: associated mdrs # 1225714-2013-01098, 1225714-2013-01099, 1225714-2013-01100, 1225714-2013-01101.